Event description:
Strikethrough noted on arm of surgeon's gown during a lengthy bowel surgery. There were large amounts of fluid involved in procedure. There was no known blooborne pathogen exposure. The actual gown involved in the procedure was discarded.